Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer used a tandem charging cable and wall outlet, but charging connection was unstable. Despite trying a different cable and following technical support's instructions, the issue persisted. Customer was instructed to let the battery fully deplete before returning the pump, which was under warranty, for replacement. Customer will use multiple daily injections as backup therapy.